Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # (B)(4). The device was manufactured between 04mar2019 and 05mar2019. The device was received for evaluation. The blue winged luer cap was not returned. During visual inspection, the bag that contained the unit was dry. During fill, no evidence of leak was observed. Functional testing was performed, by filling the unit was filled with water to a nominal volume. After fill and prime, a blue winged luer cap in the lab was used to close the distal end of the luer. To ensure the blue winged luer cap is securely connected, the blue winged luer cap was hand tightened by manually rotating/twisting the cap until the cap could no longer be rotated/twisted. Thereafter, the sample was being monitored until the next day. The next day, no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume infusor leaked during filling. The leak was observed between the luer adaptor and blue winged luer cap. There was no patient involvement. No additional information is available.